Event description:
It was reported that under infusion was observed when using a non-baxter infusion pump with an one-link administration set. The reported condition occurred during infusion of an unknown chemotherapy drug. After 24 hours the drug had not fully infused. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.